Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record for the valve (j097229) and frame record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were not provided for review. The medical safety assessment was performed. The excerpt of the image subject matter expert (sme) review report follows: the reported event of valve infolding, aortic dissection and death were assessed by medical safety. Upon review of the information provided, the primary event of valve infolding, after 1 recapture for device dislodgement, requiring full recapture and removal (as instructed in the instructions for use (IFU)) and successful placement of a 2nd pro+ valve/system, is assessed as likely related to the first pro+ valve. Upon review of the information provided, the secondary event of type a aortic dissection propagating to the femoral artery, requiring surgical intervention, likely leading to death, is assessed as likely related to the procedure and likely related to the first pro+ valve when it dislodged to the ascending aorta upon the first deployment attempt as there was no indication in the description of any difficulty with advancement or removal of the dcs or indication of complex anatomy. In addition, while recapturing the first valve, the valve was tilted at a 70 degree angle. It is unlikely related to the non-medtronic sheath as the dissection occurred above the abdominal aorta. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Vascular injuries such as dissection are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Procedural imaging was unavailable for medtronic review and to confirm this sequence of events. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-34, serial/lot #: (B)(6), ubd: 24-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during first deployment, the valve dislodged into the ascending aorta. The valve was recaptured but when deployed again, infolding was observed. The valve was removed and replaced. An aortic dissection occurred at an unspecified time during the procedure, from the ascending aorta to the femoral artery. The patient was transferred to surgery and died one day after the procedure.

Event description:
Additional information was received indicating that while recapturing the first valve, the valve was tilted at a 70 degree angle. It was reported that the dissection was classified as a type a dissection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. No loading abnormalities were reported. It was noted that the right femoral artery was the access vessel for the procedure, and the dissection occurred on the right side. According to the physician, the patient suffered from kidney failure. The physician elected to make a few small injections during the implant procedure. The dissection was first observed during the final injection, to check the femoral closure. At first, the physician believed the dissection was the a result of the non-medtronic, introducer sheath, cook 18 fr. Following the procedure, the patient was transferred to the scanner and found that the dissection extended much higher than the abdominal aorta. The physician then suspected that the dissection was the fault of the initial valve, as the valve first dislodged in the ascending aorta, just before being recaptured and then we observed the infolding. There was nothing in particular of note in terms of the patient anatomy that contributed to the dissection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.